Event description:
It was reported that the patient presented to the emergency room via ambulance. The physician reported that the patient was in a vegetative state possibly related to the right ventricular lead. Follow up was unable to acquire any additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.